Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report not being able to have magnetic resonance imaging (MRI). The patient asked "is this related to the lead that perforated my heart?" The patient went on to say ¿it was striking a nerve so they shut off the pacemaker¿. Follow up confirmed the patient experienced perforation and inappropriate stimulation due to right ventricular (rv) lead. The device was reprogrammed to odo mode and the lead remains in use. No further patient complications have been reported as a result of this event.